Event description:
Customer called because of an alarm on the pump. It was mentioned at this time that customer was hospitalized with low bgs. The customer placed the reservoir in the pump and rewound the pump. A manual prime was done while the customer was still connected. Customer drank coke all the way to the hospital and was released the same night. Additionally, the customer felt that the pump was having problems sensing the reservoir. Troubleshooting was performed. After pressure was applied, the pump did sense the cap and advanced to the manual prime screen. Customer tried rewinding the pump again. This time it did not seem to sense the reservoir. It was suggested that the customer discontinue use at this time and revert to prescibed back up plan.